Manufacturer narrative:
One 8f fast-cath introducer with the dilator fully engaged was received for evaluation. Visual inspection revealed the distal end of the sheath tip was partially split and peeled backwards. Review of the device history record confirmed, this lot met manufacturing requirements prior to shipment. In conclusion, the hemostasis cap was removed which revealed the hemostasis seal was positioned correctly within the hemostasis body. Microscopic examination of the seal revealed a tear on both ends of the manufactured slit which caused the leak. It is unknown how or when the tear occurred.

Event description:
An air leak was noted in the sheath during the procedure. Resistance was noted when the physician inserted the catheter. No patient injury reported.